Event description:
It was reported that approximately 13 months post-implant of a bifurcated device and a suprarenal aortic extension, an endoleak was identified. Reportedly, a computed tomography scan identified an endoleak apparently in the first segment of the bifurcated device. The patient was treated with an additional suprarenal aortic extension; however, this did not resolve the endoleak. The physician elected to place an additional bifurcated device over the currently implanted, which corrected the endoleak. The patient tolerated the procedure well. Note: the patient had a prior procedure to treat a distal endoleak where a limb extension was implanted (2031527-2013-00055).

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. Computed tomography imaging and angiogram were provided for clinical review. Based on the review of the images by a clinical representative, the reported endoleak was confirmed. Although the direct cause cannot be determined with the material provided, it appears that the graft material may have been compromised during the index or secondary intervention. A potential cause may be device ballooning, during the index or secondary procedure. However, this cannot be conclusively determined. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.